Event description:
The reporter stated that the surgeon was advancing a single piece collamer lens model cc4204bf in the injector and noticed the lens was tearing, so he quit using it. No patient contact.

Manufacturer narrative:
A visual inspection of the returned product shows that half of the lens, a plate haptic and half of the other plate haptic is torn off and missing. There is clear surgical residue on the lens. It should be noted that the injection system was no returned for evaluation. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears included both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective and minimize the potential for damaging the lens.